Manufacturer narrative:
(B)(4): the device has not been returned yet , it is difficult to draw any conclusion.

Event description:
It was reported that on an unknown date, post-op, the artificial cervical disc migrated anterior.the product came in contact with the patient. The patient had complications as revision surgery was planned to remove the disc and fuse.

Manufacturer narrative:
Image review: single x-ray images are provided status post c5-6 artificial disc replacement. These show an exaggerated opening of the device with anterior migration at both the c5 and c6 levels. No further data are provided. It is unclear if the two side by side images represent the same date or different dates for comparison. The c5 end plate appears to have been left with an overtly angulated appearance possibly contributing. Root cause indeterminate.